Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) system was explanted for unknown reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to MDR regulatory report 3004209178-2020-04893 aware date should be 17 apr 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced an infection prior to the ipg system being removed. The patient was treated with antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.